Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon examination of the stored electrograms, over-sensing due to myopotentials was found on the transmission. The patient did not receive any therapy due to the over-sensing. Programming changes were planned to correct the over-sensing. Patient was in stable condition throughout the event.